Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time, an unspecified volume of solution leaked at the connection of the semi-rigid adapter of the clave secondary port and the cassette of the tubing set. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.